Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure to change out the pacemaker for normal battery depletion, the right ventricular (rv) lead was surgically capped and replaced due to several episodes that showed pacing not delivered when required. The patient was dependent, so they just decided to change the lead out with the new device. There were no surgical observations noted during changeout. No additional adverse patient effects were reported.